Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump had a crack, a prime or fill anomaly, the customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The troubleshooting was performed and it was confirmed that the reservoir was loaded. The event involved products mmt-1880, mmt-332a, mmt-7911na, and mmt-864a. No further patient complications were reported. Mmt-1880 was requested and the customer responded that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-7911na. No product return is required for mmt-864a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Found no prime/fill anomaly during testing. Successfully downloaded pump history files and traces using thump software. Pump delivered 4 bolus deliveries on the event date of (B)(6) 2024 at 06:05:49.000 to 23:31:04.000. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were also noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and end cap address label missing. Unable to verify customer's complaint for high bg's. Cosmetic damage was confirmed at the back of the pump. Moisture damage was confirmed found on the battery tube and dried insulin on the motor slide. Prime/fill anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.